Manufacturer narrative:
It was confirmed on 17 january 2018 that the product in question or samples from the same lot were available and would be returned to the manufacturer for evaluation. The product has not yet been received by the manufacturer. Upon receipt, the product will be evaluated and a review of the manufacturing lot will be completed. Once further information becomes available, coopervision will notify the FDA via a follow report.

Event description:
The patient experienced symptoms of eye watering and sought medical treatment. The patient was diagnosed with a lower midperipheral corneal ulcer in the left (os) eye and was prescribed vigamox drops, fucithalmic eye drops, and oral ciprofloxacin. The patient experienced a scar or opacity in the peripheral cornea and a temporary decrease in visual acuity. The treating physician indicates that the event fully resolved as of (B)(6) 2017 with no reduction in vision, however, medications were prescribed to prevent or preclude permanent impairment of eye function or structure due to the corneal ulcer.

Manufacturer narrative:
New information received.